Event description:
On 08/07/2025, the user¿s spouse reported the user experienced a high blood glucose reading of approximately 400 mg/dl after breakfast. The user paused insulin delivery on the pump and administered two manual insulin injections. Insulin delivery on the pump was resumed approximately two hours later. Blood glucose readings returned to range following the manual injections.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.